Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient reported they did not realize it was not functioning at the time, it happened while they were overseas on vacation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported the patient did not know what program he was supposed to be on and never wrote it down. The patient thought he was on the wrong program because he accidentally changed it, but then clarified he didn¿t change it, but he went through security. The patient programmer showed the patient was on program 1 and the patient didn¿t believe it should be on program 1. It was noted the amplitude was set at 4.2 and the patient stated it was never on that amplitude before either. The patient noted he did see the on icon. The patient suspected the program changed a month prior to the call. The patient noted they had called their healthcare professional (hcp) and gave him the manufacture representative¿s (rep) number. There were no further complications that have been reported as a result of this event.